Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic error. The iabp unit was swapped out with another iabp unit to continue therapy without issue. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm successfully ran the iabp unit, and simulated treatment with a trainer and catheter without issue. Additionally, the stm was able to run the iabp unit with a fiber optic tester, trainer, and catheter without issue. The stm was unable to duplicate the reported issue and noted that nothing unusual was identified in the iabp log files. Unrelated to the reported issue, the stm replaced the 9v battery in the alarm daughter board as part of normal preventative maintenance because it was observed to be deplete. Subsequently, the stm completed all safety, functionality, calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use, and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic error. The iabp unit was swapped out with another iabp unit to continue therapy without issue. There was no harm, or injury to the patient, and no adverse event was reported.